Event description:
On (B)(6) 2025, the user¿s mother reported that on (B)(6) 2025, the ilet developed a pixelated screen display. No cracks were observed on the screen itself. The ilet required replacement. The user¿s blood glucose (bg) was not affected during the event. The user was provided a replacement. No medical intervention or outside assistance was required, and no symptoms were reported.